Manufacturer narrative:
Concomitant products: product ID 3058, serial # (B)(4), implanted: (B)(6) 2015, product type implantable neurostimulator; product ID 3058, serial # (B)(4), implanted: (B)(6) 2015, product type implantable neurostimulator; product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-33, lot # va0m0yu, implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was reported that the patient fell 1-2 months prior to report and her therapy was not working following this fall. The patient¿s device was revised and replaced. At the time of this report the patient¿s new device was not on and the patient stated that no one showed her how to use it. Patient services assisted caller and found that her device was on program 1 at 0.00v. The patient then increased stimulation to 1.10v where she felt stimulation. No outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.